Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke in half while they were loading in into the inserter. The customer stated the needle hub separated from the sensor. The customer's blood glucose was 135 mg/dl at the time of incident. The customer was unsure if the catch arm was bent. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the needle was separated from the sensor base; unable to confirm insertion needle anomaly due to the sensor was returned opened and used.